Manufacturer narrative:
Quality-safety evaluation of ptc received on 20-sep-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the coils had been found to migrate and embed in other organs. Essure was removed. These events are serious and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a migration (distal fallopian tube or peritoneal cavity). The internal organs perforation may occur with essure due to device migration or during insertion procedure. In this case, the exact date and mechanism of device migration and embedment were not known. It was unknown which coil (right or left) was migrated and embedded and which organs the coils were embedded. However, based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Follow-up cannot be pursued as reporter contact details are not provided.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5064120) in united states on 25-aug-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. In 2012 consumer had essure implanted. After that, she did not feel the same, did not feel like her. The systemic symptoms started small, almost unnoticeable. After 3 years they had become almost controlling, systemic symptoms included: joint pain, inability to sleep yet, extreme fatigue, tingling in the arms/shoulders, brain fog, ringing ears, pain in the right side, heartburn, persistent cough, reactions to foods that were not prior issues, hair loss, weight gain even though no change in diet, emotional unrest, anxiety and inflammation. But the biggest concern to her was the fact that the coils had been found to migrate and embed in other organs. After hearing that others had the same systemic symptoms and the risk of migration, she chose to have a lavh/bs after 4 1/2 years with essure. The joint pain was immediately gone, the other systemic symptoms slowly left or reduced. She did not really think that essure was the cause of her issues but could not have them remain for fear of migration or pregnancy, but surgery proved that essure was the cause. It should be removed from the market so that no other women have to suffer like so many have already. Essure was removed on (B)(6) 2016. Event outcome was reported as other serious (important medical event). Follow-up cannot be pursued as reporter contact details are not provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the coils had been found to migrate and embed in other organs. Essure was removed. These events are serious and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be a migration (distal fallopian tube or peritoneal cavity). The internal organs perforation may occur with essure due to device migration or during insertion procedure. In this case, the exact date and mechanism of device migration and embedment were not known. It was unknown which coil (right or left) was migrated and embedded and which organs the coils were embedded. However, based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Follow-up cannot be pursued as reporter contact details are not provided.